Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this aortic bioprosthetic valve minimal left ventricle (lv) function was reported and an occlusion of the left main coronary artery occlusion was noted. Emergent coronary artery bypass graft (CABG) was performed and 2 arteries were bypassed, restoring optimal lv function. No additional adverse patient effects were reported.